Event description:
In 2008, after removal of an infected stryker hip prosthesis, and nearly a year of antibiotic treatment, I received a replacement depuy pinnacle hip prosthesis. It is a source of very real problems. I have constant pain in the hip, as well as a very limited range of motion and use. I have returned to the physician who installed the device, but after confirming that re-infection has not occurred, he has indicated that he does not wish to do anything further with the device because of the near-terminal problems I had with the initial device and the infection and that I should deal with the symptoms through my pain physician. However, I already have a morphine pump in place along with taking substantial doses of dilaudid.